Manufacturer narrative:
(B)(4). Report # 1525712-2013-01369. There was no malfunction of the product for this event. The user was hit by a vehicle while in an invacare m51pr power chair. Filing was based on the injury. Corrected to reflect the adverse event only, no malfunction of the product.

Event description:
(B)(4). Injury alleged. Malfunction alleged. Per dealer, the consumer got hit by a car while in a crosswalk and the frame of the wheelchair got bent. Update: (B)(4) 2013 : spoke to provider, has not yet had contact with the end user. Advised end user is a double amputee and was taken to the ER from the scene of the accident. MDR filed.